Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single-port monopolar curved scissors (mcs) instrument to perform failure analysis. The mcs instrument was analyzed and found to have a broken tube adapter. The broken piece, measuring approximately 2.61mm x 1.63mm in size, was not returned additional observation not reported by site that is related to the customer reported complaint: the instrument was found to have abrasions on the tube adapter.

Event description:
It was reported that during central processing, there was a chip in the grey plastic next to the white line at the end of the single-port monopolar curved scissors instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the fragment breaking off from the instrument occurred outside of the procedure. The missing piece was discovered in central processing.